Manufacturer narrative:
The device was received partially deployed. The needle was exposed in the soft cannula. Upon opening the device, the hard cannula was found dislodged from the slide retract. The slide retract had excess material from manufacturing that did not allow the needle to be properly installed. This caused the needle to not be capable of retracting. The tip of the formed needle was observed to be damage. The formed needle damage in addition to the exposed needle can be confirmed as the causes of the reported pain. The soft cannula was observed to be torn. It could not be determined when nor how this damage occurred. An 0x1c alarm was observed in the data, indicating the device operated until expiring. The device operated as intended in this regard.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 36 and 48 hours.